Event description:
I had implants saline under the muscle, mentor smooth 455cc. These are silicone encased and saline filled. In 2017 I started having breast pain. I was advised by my gyno that it was just my breast implant and to wear a sports bra. I wore a sports bra until earlier this year the pain become worse and impacted my ability to drive and lift things. I visited my pcp who advised it was definitely my implant and wanted to look in into the issue as she was concerned. I could have a leak. Unfortunately, the diagnostic testing was so expensive, so I opted to just have my implants removed enbloc. Per the surgical notes, it appears that my body was indeed reacting to the implants and it was not an infection. The implant on the right (where I was having pain) was encrusted with a white substance that the surgeon described as sandpaper-like. The surgical team said they were not able to scrub it from the implant and that it is a complication they see in approx 5% of patients. When I followed up I learned the part of the implant that had the white coating was the part that was facing out toward my muscle. I had my implants removed in (B)(6) 2018. Since removal, the strange pain in my right breast has disappeared and the chronic inflammation in my nasal passages has resolved.